Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it failed visual inspection due to "call tech support" error that was observed on the screen. Functional testing was performed and the tests passed. The customer complaint of intermittent audio output was not confirmed. The receiver has audio. The root cause was determined to be a defective speaker.